Manufacturer narrative:
Continued h.6. Health effect- impact code: f1901, f2301. A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of slider resistance is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts event described as during implantation in right eye, the slider on the injector did not advance on first click. It advanced when extreme force was applied to it, and the stent did not deploy far enough into ac too be functional. Device has been discarded. Surgery was completed with second xen®45 gts device. No eye injury noted.